Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problems (damaged monitor case, response buttons non-functional) have been confirmed.  Upon investigation the monitor failed incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The monitor front response button was non-functional. The cause for the failure was contamination under the center metallic dome of the response button. The response button cover was missing. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and response buttons were non-functional.